Manufacturer narrative:
Block b3: the provided event date, 06/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 06/08/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure on an unknown date. During the procedure, the physician felt like the needle was in the right place. But, a week later, the hydrogel was not visible at all. It was suspected that the hydrogel was implanted in the denovillier's fascia, possibly giving the gel access to the vascular space. A magnetic resonance imagin (MRI) and computed tomography (CT) scan was performed, and they did not see any hydrogel contrast in any of the patient's pelvic veins.